Event description:
The customer reported a pressure dome leak that occurred during a treatment procedure. Customer stated that a pressure dome leak occurred during the very beginning of treatment. No further details were provided. Customer discarded kit and cleaned the pump deck.

Manufacturer narrative:
Batch record review: review of lot file for a333 shows no nonconformances associated with this lot at the time of the event. This lot met all release requirements. (B)(4) complaint database review: a review of complaints received for lot a333 was performed. There were 1 additional complaint reported for pressure dome leaks to date for this lot the assessment is based on information available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the information provided by the customer. (B)(4).